Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the blood glucose levels were above 250 mg/dl but below 500 mg/dl with no reported symptoms, which does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2014 with the following findings: the pump booted to the verify screen with the expected audible and vibratory features. The pump was exercised for 24 hours using a 2.0 unit/hour basal rate. At end of duration test, the recorded total daily dose basal history correctly equaled the expected 48.0 units of insulin. The total daily doses in pump history added up correctly and reflected the users programmed basal rate. There were typical usage alarms observed in alarm history. A delivery accuracy test was successfully completed. The pump was found to be delivering accurately and within required range. The alleged complaint could not be duplicated.